Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in their infusion set tubing and the cartridge tubing during multiple, intermittent events. Blood glucose level was in the 200's mg/dl range. Tandem technical support reviewed the cartridge fill procedure with the customer and found that the customer was not performing the proper air removal technique. Cts advised the customer to always perform the proper air removal technique to address the issue.